Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The footswitch was replaced to resolve the issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser does not shoot. Additional information received indicated the laser was not located in the operating room but in an office. The event took place prior to the procedure. The case was initiated and completed using an alternate laser. There was no patient involvement.